Event description:
(B)(6) 2013: customer states during a pt procedure, the fluoro image was too small to see. The stent procedure was finished by taking a plain x-ray film to confirm placement. No pt info is available. No reported injuries.

Manufacturer narrative:
Field service engineer (fse) confirmed and troubleshot the image intensifier/tube misalignment message and replaced the image intensifier transducer pcb. Fse then verified simultaneous tracking. Fse also found that the system had a problem with the image blooming when fluoro was used. Fse troubleshot and replaced the pmt amplifier board. Fse then verified proper operating to manufacturer's spec per (B)(4) service manual 4041004 and service checklist (B)(4).